Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient was admitted to hospital due to observed tenting at the incision site. Upon opening the incision site, insulation abrasions and body fluid inside the lead lumen were noted. The right ventricular lead was explanted and replaced. The patient would be monitored.